Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted. Additional contact information: (B)(6).

Event description:
The event occurred sometime between (B)(6) 2024 ¿ (B)(6) 2024 involving a 7" (18 cm) appx 0.51 ml, pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer where a customer report stated that nursing entered an incident report stating the issue was while she was hooking the j-loop up to the patient. The product, bedding etc. Were all contaminated due to j-loop not connecting properly, thus the only way to stop leaking was by nurse to clamp j-loop tubing off. The event occurred during patient use. Blood leaked out all over patient, linens etc. ¿ only way to stop was to clamp j-loop off. No medication was given on report. The healthcare provider was wearing ppe or gloves during the event. There was patient involvement and injuries or adverse events. No information on the injuries/adverse event was provided.

Manufacturer narrative:
Received twenty-seven (27) new. List #mc33122, 7" (18 cm) appx 0.51 ml, pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer; lot #13810366. The reported complaint of a leak could not be confirmed from the samples returned, the samples were leak tested and all meet manufacture specifications. A device history report (DHR) lot # of the provided packaging and relevant commodities were reviewed, the following discrepancy was identified: exception type: ncmr. Document ID#: 14039, 13485, 12926. Lot #: 5760783, 5734479, 5659161, 5690191. Discrepancy: translation - "that? Two pieces are reported with separation between the union of the components r1-15029/r1-16382 when? 10-2-2022 where? During manufacturing process aql 0.25 c=0 who? Cell leader quantity impacted: 212,405 pieces" " on 12-31-2021 b2 shift press 40 ( microclave body,clear,pc ) qa found gate above contour measuring @ .038 max allowed .030 on cavity h20 after bracketing defect was found in totes 109-131 " "on 11/20/2021 the qa inspector from a2 shift found damage in the thru hole on cavity li. Mold 3942 press 58. After bracketing totes 40 thu 57 are affected." Ncmr referenced above is irrelevant to this complaint.